Event description:
It was reported that this lead will be brought in to check left ventricular (lv) thresholds. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).